Event description:
It was reported that surgeon (australia) was using an ambient super multivac 50 ifs wand and 15 - 20 minutes into a bilateral knee procedure, the distal end of the wand fell off and was lost inside the pt's joint space. An x-ray of the surgical area was performed and two small fragments were retrieved. Due to the pt's anatomy and previous knee replacement, x-ray images of the surgical site could not confirm if all device fragments were retrieved. The reported event created a surgical time delay of approximately 30 minutes while the physician attempted to locate the device fragments. The surgeon completed the procedure with a shaver. No pt complications were reported as a result of this event.